Event description:
MDR decision date: (B)(6) 2012. No serious injury alleged. Malfunction alleged. Consumer states that, as she went to sit down, the dark gray rubber piece on the leg tore. No injury occurred. MDR filed.